Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The disposable cassette was returned and visually inspected with no issues found. During sample evaluation functional testing was performed which included leak testing, clamp function test, clear passage test, device-device interaction testing. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. Homechoice set connectors attached to lab connectors and underwater pressure tested with no issues. Simulated therapy was successfully completed. Results of the functional tests passed all functional tests performed. Unable to duplicate/verify the reported problem. However, it was reported that the patient was connected and was trying to re-prime but the homechoice went into drain. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during priming of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event and noticed air bubbles in the patient line. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.